Event description:
It was reported that during a peripheral stenting treatment procedure, a foreign object was noted between the inner sheath and the outer sheath. The lesion being treated was calcified and 80% stenotic in common iliac artery. The physician approached the lesion from a retrograde femoral (ipsilateral) approach. After the 7f introducer sheath placement, the 0.035" guidewire was placed across the lesion. The lesion was pre-dilated with an 8mm balloon. When the wallstent was placed across the lesion, no resistance was met. While the stent was releasing, slight resistance was met. After stent deployment, the physician visually checked the deployment device outside the pt. He found a translucent foreign object between the inner sheath and the outer sheath. The procedure was successfully completed with this device. It was reported that there were no injuries or complications for the pt. Pt status is reported as "good."